Event description:
Picu md attempted to place a right neck triple lumen ij. Patient was prepped in a sterile manner. Md accessed the right ij and was able to thread the wire and then dilate the vessel without any problems. Patient tolerated well. Triple lumen catheter was then threaded over the wire and the md then attempted to remove the wire from the catheter and the wire would not withdraw. Several attempts were made to reposition line with an attempt to remove the wire but all were unsuccessful. Upon assessing the catheter, the wire was unable to be removed even after removing the catheter from the patient. It had a large amount of "drag" when attempting to manipulate the catheter over the top of the wire. A week later, this same product on another patient the wire kinked in the catheter during insertions resulting in difficult removal of the wire and near removal of central venous line. It was a different lot number but same product. Manufacturer response for central line catheter insertion tray, central venous tray triple lumen polyurethane catheter (per site reporter): notified local rep by email has not responded at this time.